Event description:
The treating clinician was setting on a rolling therapy stool and inadvertently bumped into the therapy treatment table platform release lever in an unsafe manner. The inadvertent bump of the lever caused sudden movement in the treatment table platform supporting the upper part of the pt. The pt's neck hyperextended from the sudden movement and result in the necessity for professional medical intervention. Extent or type of intervention is unk.

Manufacturer narrative:
Unit was not returned for eval. Per complainant description, inadvertent activation by physician led to the event.